Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead couldn¿t pass the sheath catheter. It was noted that a second rv lead was attempted, but couldn¿t pass the sheath catheter. Both leads were not used, and another lead was implanted. No patient complications have been reported as a result of this event.